Event description:
Related manufacturer report number: 2017865-2023-19802. It was reported that the asymptomatic patient presented for in-clinic follow-up. Upon device interrogation, episodes of inappropriate automatic mode switch were present. Both the right atrial (ra) and right ventricular (rv) leads exhibited over-sensed noise. Lead noise was not reproducible. No interventions were made.